Event description:
On (B)(6) 2010, patient reported he is having issues with his infusion device and has elevated blood glucose readings this morning. Call could not be transferred due to the type of phone the patient has. On call back patient reported, he had multiple e4 (occlusion) errors on (B)(6) 2010 and had to change the infusion site 3 times. Pt stated he had another e4 this morning and changed the infusion site again. Patient reported when he removed the infusion site, he noticed the cannula was bent. Unable to troubleshoot as patient had a prior appointment. On call back from patient on (B)(6) 2010 patient reported his elevated blood glucose began on (B)(6) 2010 and (B)(6) 2010 due to the occlusions he was experiencing. Patient stated, his blood glucose was elevated because, he was getting any insulin due to the occlusion. Patient reported his blood glucose was 358 mg/dl on (B)(6) 2010. Patient's target blood glucose range is 100-150 mg/dl. Patient reported, he continued on his infusion device and gave himself an additional 15 units of insulin by injection. Patient stated, he will normally give the correction by injection rather than the infusion device. Patient reported his blood glucose is currently back to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.